Event description:
A dreamstation auto CPAP w/hum/ht/cell,dom device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Throughout the third-party service center assessment, the device underwent a visual inspection and was ultimately scrapped. The evaluation showed no signs of contamination, and thirty-two error codes were identified. Additionally, foam particles were found inside the blower kit. Since the device has been scrapped, no additional investigation can be conducted at this time. If relevant information emerges, a follow-up report will be submitted.